Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started on (B)(6) 2010 (time unknown). It is not known if the patient made any changes to his diabetes management as a result of the alleged issue. 1 day after the alleged issue started, the patient claimed he felt sweaty. The patient was unable and/or unwilling to confirm if he received any medical treatment. At the time of troubleshooting, the cca discovered that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery with him at the time of the call. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.